Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated insulin pump had partial display. It was reported that screen was looks like a black cycle with glow around it. The customer experienced high and low blood glucose level but declined troubleshooting for both blood glucose values. The insulin pump was not dropped or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank due to moisture damage on electronics assembly. Unable to verify missing segments or partial display due to blank display anomaly. Device received with cracked battery tube threads, fading serial number label and cracked case corner of belt clip rails.